Event description:
Percutaneous coronary intervention (pci) was performed on this patient and the cypher stent did not cross to the target lesion. During removal, it clung to the lesion and dislodged into the patient. It migrated and was left in the patient. Thirty minutes after the procedure, the patient expired.

Manufacturer narrative:
Pci was performed on a 90% de novo lesion in the inermediate circumflex artery of unknown length in a 2.5mm vessel diameter. The (b2) lesion was very calcified but there was no thrombus present. The lesion was pre-dilated twice with a 3.0x30mm maverick balloon at 6 atmospheres (atm) to break the lesion but with incomplete results. A 2.5x28mm cypher was being delivered to the target lesion but did not cross. During withdrawal, the stent clung a little on the calcified lesion and separated from the balloon at the left main (lm) upstream from the lesion. The cypher was left in the patient in the lm. It was ballooned and a 3.5 diameter vision stent was also used in the procedure. The patient went out of the operating room with a normal echo cardiogram (ECG) and normal parameters. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre-procedure but the post-procedure timi flow is not known. 30 minutes after the procedure, the patient died. The cardiologist assumed that it was thrombosis. Neither an autopsy nor an angiogram were performed. The official cause of death was circulatory standstill. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.